Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for persistant pain and infection. Patient had previous fracture which led to original reverse replacement. She had persistent pain and infection after surgery so dr. Kelly proposed a revision arthroplasty and removed an antibiotic spacer. Patient ID: (B)(4).